Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck in (B)(6) [foreign body in reproductive tract]. Can't get tampon out [complication of device removal]. Case description: consumer reported via email that the tampon was stuck in her (B)(6). No serious injury was reported.